Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure was performed whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, hematoma, hernia recurrence, small bowel obstruction, mesh removal. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient code/codes (1994, 1884, 2422, 2240) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span january 7, 2010 through june 22, 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from february 9, 2010 through june 18, 2015 were not provided. Patient information: medical history: [none provided]. Prior surgical procedures: [none provided]. Implant preoperative complaints: [none provided]. Implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial (06589185/1dlmc03) 10cm x 15cm. Implant date: (B)(6) 2010 [hospitalization dates unknown]. Description of hernia being treated: ¿vertical midline incision was made and taken down through the skin and subcutaneous tissue with a knife and hemostasis achieved with the cautery. Hernia sac was identified at the umbilicus and dissected out from the subcutaneous tissue in a wide fashion. It was then excised from the fascial edge and some of the omentum, which had been incarcerated and firmly adherent to the sac, was clamped, cut, and tied to make reduction possible. A secondary sac was resected in a similar fashion and the intervening bridge a weak tissue transected leaving one fascial defect.¿. Implant size and fixation: ¿a 3 x 6 sheet of gore dual mesh was chosen. #1 prolene was placed in four corners of the mesh. It was oriented in the correct fashion. Four other sutures in the corners of 0-prolene were placed in the mesh and then the mesh placed in the abdominal cavity. The sutures were brought up through the fascia, which tacked the mesh in place in a total of eight orders [sic]. Subcutaneous tissue was cleaned off around the fascial margin and pulled together with a running 2-0 dexon to cover the mesh. Some excess skin was then ellipsed out. The umbilicus was removed with the excision. Subcuticular layer was pulled together with a running 3-0 dexon and the skin with staples.¿. No post-operative records were provided. Relevant medical information: (B)(6) 2010: exploration of an abdominal wound, evacuation of a hematoma, placement of wound drain. ­ ¿the lower several centimeters of the wound was opened, explored and eventually we reached the cavity deep to the subcutaneous tissue where there was clot. The wound was opened a little further and inspected. A small portion of mesh could be seen after evacuation of the clot as the soft tissue had been opened. The clot was all cleaned out, irrigated out and a laparotomy pad used to abrade the cavity to get all the surface clear of the debris. The wound was irrigated and a flat jackson-pratt (j-p) drain brought out through the percutaneous incision and sutured to the abdominal wall with 3-0 nylon.¿. Explant preoperative complaints: [none provided]. Explant procedure: laparoscopic ventral incisional hernia repair with mesh, laparoscopic removal of old mesh, and laparoscopic lysis of adhesions with release of incarcerated small bowel was performed. Explant date: (B)(6) 2015 [hospitalization dates unknown]. ¿the falciform ligament was taken down, as well as suprapubic attachments freeing up the entire anterior abdominal wall. Once this was done, the hernia was then sharply dissected free from the hernia sac. This was done with scissors. The bowel returned back easily. Following this, the mesh was then removed as it appeared to be a mesh that was an inlay, merely the size of the defect. I removed the mesh and taken out the port. I then primarily closed fascial defect after returning the pressure in the abdomen down to [illegible]. I was able to do that with interrupted ethibond sutures. Once the defect was closed, the mesh was selected based on the size of the previous mesh having 7x7cm-8cm. I went ahead and selected a 25 x 27 cm mesh. This was placed in the abdomen. Tacking sutures were used superior and inferiorly. Tacks were then used to compress in a double crown technique. Once this was done, additional tacking suture was placed on the right side and two tacking sutures were placed on the left side.¿ records indicate a non-gore device was implanted during the (B)(6) 2015 procedure. Postoperative diagnoses state: ¿ventral incisional hernia with incarcerated small bowel, partial small bowel obstruction.¿. Relevant medical information: (B)(6) 2015: pathology: ¿gross description: received labeled ¿mesh¿ is a 9.2 x 8.3 x 0.8 cm tan fibroadipose tissue having multiple sutures. There are no evidence of hemorrhage or necrosis. The specimen is serially sectioned to reveal a tan plastic material embedded within the specimen.¿. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® biomaterial instructions for use also states, ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿. The gore® dualmesh® biomaterial instructions for use also states, ¿correct surface orientation is extremely important for gore® dualmesh® biomaterial to function as intended. One surface of the product has been textured for identification. This textured surface should be placed adjacent to those tissues where tissue ingrowth is desired. The other, smoother surface should be placed adjacent to those tissues where minimal tissue attachment is desired (i.e., serosal surfaces).¿. The gore® dualmesh® biomaterial IFU also warns, ¿improper positioning of the smoother, nontextured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿. The gore® dualmesh® biomaterial instructions for use also states: when suturing gore® dualmesh® biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® biomaterial and the host tissue is recommended. The same ratio applies when suturing two pieces of gore® dualmesh® biomaterial together. Follow the curve of the needle when piercing the material and pierce through the full thickness of the material to ensure adequate mechanical strength of the material. Interrupted sutures can provide additional security against recurrence due to suture failure. Mattress suturing can provide additional strength to the suture line. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2010 indicate the patient underwent ventral hernia repair with mesh and excision of nevus left lower quadrant with layered closure. Postoperative diagnoses are noted as ¿1. Incarcerated ventral hernia times two. 2. Nevus left lower quadrant abdominal wall.¿ findings from the procedure state: ¿there was a moderate sized ventral hernia incarcerated at the umbilicus with a large hernia sac the subcutaneous tissue. Just above this was a secondary ventral hernia with similar description. There is a small intervening bridge of weak fascia between the two.¿ the (B)(6) 2010 records state: ¿vertical midline incision was made and taken down through the skin and subcutaneous tissue with a knife and hemostasis achieved with the cautery. Hernia sac was identified at the umbilicus and dissected out from the subcutaneous tissue in a wide fashion. It was then excised from the fascial edge and some of the omentum, which had been incarcerated and firmly adherent to the sac, was clamped, cut, and tied to make reduction possible. A secondary sac was resected in a similar fashion and the intervening bridge a weak tissue transected leaving one fascial defect. A 3 x 6 sheet of gore dual mesh was chosen. #1 prolene was placed in four corners of the mesh. It was oriented in the correct fashion. Four other sutures in the corners of 0-prolene were placed in the mesh and then the mesh placed in the abdominal cavity.¿ the (B)(6) 2010 records continue: ¿the sutures were brought up through the fascia, which tacked the mesh in place in a total of eight orders. Subcutaneous tissue was cleaned off around the fascial margin and pulled together with a running 2-0 dexon to cover the mesh. Some excess skin was then ellipse out. The umbilicus was removed with the excision. Subcuticular layer was pulled together with a running 3-0 dexon and the skin with staples. Attention was then turned to the left lower quadrant nevus, which was ellipsed out into the subcutaneous tissue with a knife. Hemostasis achieved with the cautery. Several interrupted 3-0 dexon sutures were placed in the subcuticular layer and the skin closed with staples.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/06589185) was used during the procedure. A pathology report dated (B)(6) 2010 regarding a specimen collected (B)(6) 2010 states: ¿1. Portion of omentum, hernia sac and skin: portions of fibromembranous tissue consistent with hernia sac exhibiting focal chronic inflammation, stromal hemosiderin deposition and fibrosis with adherent and detached portions of omentum exhibiting focal chronic inflammation. Portion of skin and underlying subcutaneous tissue exhibiting areas of chronic inflammation and fibrosis with stromal hemosiderin deposition and focal fat necrosis. 2. Skin, left lower abdomen: large pedunculated and focally pigmented seborrheic keratosis with focal surface excoriation.¿ the (B)(6) 2010 pathology report further details dimensions of excised tissue as ¿two portions of¿tissue consistent with portions of hernia sac measuring 7 x up to 7 x up to 1.5cm and 13.5 x up to 7 x up to 3cm¿ and ¿two sheet-like portions of¿omentum measuring 14.5 x up to 11 x up to 2cm and 18.5 x uo to 14 x up to 2.5cm¿ and ¿elliptical shaped portion of tan skin measuring 17cm x up to 5cm with an open central longitudinal full thickness surgical incision measuring 11.5cm in length¿. Operative records dated (B)(6) 2010 indicate the patient underwent exploration of an abdominal wound, evacuation of a hematoma, and placement of a wound drain. Postoperative diagnosis is noted as ¿probable wound hematoma postoperatively.¿ findings from the procedure state: ¿there was a gelatinous clot over the mesh distending from soft tissue over that area, but there was no evidence of purulence.¿ the (B)(6) 2010 records state: ¿the lower several centimeters of the wound was opened, explored and eventually we reached the cavity deep to the subcutaneous tissue where there was clot. The wound was opened a little further and inspected. A small portion of the mesh could be seen after evacuation of the clot as the soft tissue had been opened. The clot was all cleaned out, irrigated out and a laparotomy pad used to abrade the cavity to get all the surface clear of the debris. The wound was irrigated¿¿ records between 2/9/2010 and 6/18/2015 were not provided to gore. Operative records dated (B)(6) 2015 indicate the patient underwent laparoscopic ventral incisional hernia repair with mesh, laparoscopic removal of old mesh, and laparoscopic lysis of adhesions with release of incarcerated small bowel was performed. Postoperative diagnoses state: ¿ventral incisional hernia with incarcerated small bowel, partial small bowel obstruction.¿ the (B)(6) 2015 records state: ¿the falciform ligament was taken down, as well as suprapubic attachments freeing up the entire anterior abdominal wall. Once this was done, the hernia was then sharply dissected free from the hernia sac. This was done with scissors. The bowel returned back easily. Following this, the mesh was then removed as it appeared to be a mesh that was an inlay, merely the size of the defect. I removed the mesh and taken out the port. I then primarily closed fascial defect after returning the pressure in the abdomen down to **. I was able to do that with interrupted ethibond sutures. Once the defect was closed, the mesh was selected based on the size of the previous mesh having 7x7cm-8cm. I went ahead and selected a 25 x 27 cm mesh. This was placed in the abdomen. Tacking sutures were used superior and inferiorly. Tacks were then used to compress in a double crown technique. Once this was done, additional tacking suture was placed on the right side and two tacking sutures were placed on the left side. I removed the 12 mm port and closed that primarily, and I placed one as an internal retention suture around it and one through the mesh around the previous port site, essentially closed with the mesh over most of the previous port site. The mesh again was inspected and everything looked excellent. The 5-mm ports were removed and noted to be hemostatic.¿ there was no mention of infection involving the gore device. Pathology report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015 states: ¿therapeutic device, ¿mass¿, removal: mesh (gross only).¿ ¿specimen(s) received: mesh. Clinical history: incisional hernia.¿ ¿gross description: received labeled ¿mesh¿ is a 9.2 x 8.3 x 0.8 cm tan fibroadipose tissue having multiple sutures. There are no evidence of hemorrhage or necrosis. The specimen is serially sectioned to reveal a tan plastic material embedded within the specimen. The specimen is received for gross analysis only¿¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: "cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.